Manufacturer narrative:
The customer replaced the battery and power management (pm) printed circuit board (pcb) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of report: 30aug2021. There was no patient involvement.

Event description:
The customer reported that battery information is not showing in the vent information screen. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) confirmed the reported issue with the customer. The rse advised replacement of the power management (pm) printed circuit board (pcb) and the device was still having issues. The rse advised caller to check the pins on the battery connector to see if they got pushed in and sure enough, they were. The customer will fix the pins to see if that resolves the issue.